Manufacturer narrative:
(B)(4); boston scientific received information that a local representative contacted boston scientific's technical services in mid-(B)(6) 2016. The local representative reported that this patient had experienced another inappropriate shock (t-wave oversensing). The inappropriate shock occurred when the patient was removing a coat after taking a walk in cold weather. The physician planned to increase the patient's beta blocker medication. Subsequently, boston scientific received information in early-(B)(6) 2016 that the physician was planning to explant the device. There was going to be some discussion about the option of capping the electrode. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device was explanted and the electrode was surgically capped.

Event description:
Boston scientific received information in (B)(6) 2015 that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed t-wave oversensing and received 2 inappropriate shocks; the alternate sensing vector was programmed at the time. There was also an untreated episode that was stored a few months prior and was also t-wave oversensing. The signal was small at baseline and diminished with elevated heart rates. Auto-set up was performed and the device chose the secondary sensing vector, there was no noise, and the signal was better. The patient also had a left ventricular assist device (lvad) that had been implanted prior to the s-ICD system. At implant, alternate vector was chosen. Recent evaluation of the sensing vectors was performed and noise markers were noted on approximately one-third of the complexes when using the secondary sensing vector. The patient had missed three days of potassium and magnesium, and the patient's potassium was low; the patient also was very congested and had a bad cough. It was discussed to leave the device programmed off until the patient's electrolytes and condition normalize, then it was suggested to re-optimize the system. Optimal sensing vectors were also discussed and the information was going to be reviewed with the physicians. Additional evaluation was performed and with isometrics noise was noted with the alternate sensing vector. Chest x-ray showed the electrode to be in the same position. No adverse patient effects were reported. Additional information was provided that approval was given to upgrade the patient's device software to smr8 as technical support ran episodes thru a simulator which showed that the new software would have prevented the patient receiving a shock. No serious injuries to the patient were noted. The patient had been hospitalized for an upper respiratory infection and electrolyte imbalance. The patient was discharged after these were treated and the software upgraded.